Manufacturer narrative:
The follow is being submitted to relay additional information. Updated: h6 updated method 4114, 4109 and 4109. H6 updated results 3207. H6 updated conclusion 4315. Complaint sample was not returned for evaluation. Reported event was not confirmed. DHR review was unable to be performed as the lot number of the involved device is unknown. Risk management file review was deemed appropriate. Review of the complaint history determined that no further action is required as there were no trends identified. Root cause was unable to be determined.

Manufacturer narrative:
(B)(4). Concomitant product: item: unknown, unknown orthopediatrics screw, lot: unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that following the placement of a locking proximal femoral plate, the patient underwent a revision due to loosening. No additional patient consequences were reported.